Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the implantable pacing leads exhibited high thresholds and no capture. The leads were capped and replaced. No further patient complications have been reported as a result of this event.